Event description:
It was reported that: ¿the patient had collapsed, and it was decided to sedate and intubate him. A savina 300 mode oxygen therapy high flow oxygen vortex was previously in use. This mode was used to ensure pre-oxygenation of the patient and, with the aim of oxygenation during intubation, the settings were increased to the maximum (fio2 100% and flow 55l/min). In addition, an ambua was held in front of the patient's airway for some time to ensure maximum pre-oxygenation. The patient vomited a little, so suctioning had to be performed, followed by a 1st intubation attempt by the doctor. At the same time, the savina 300 respirometer gave the alarm "low fio2 flow" and the patient's spo2 immediately started to drop (oxygenation already poor). An attempt was made to resolve the situation by connecting an o2 hose to another oxygen plug in the wall and then to an o2 bottle, neither of which helped. In this situation, the patient was driven to near resuscitation (spo2 65/min and ECG changes were evident). The patient even had to be medicated with adrenaline. Eventually the patient was intubated.¿ reportedly, the ventilator was replaced, and the patient was not permanently harmed.

Manufacturer narrative:
The log file of the affected device was analysed regarding the reported event. Based on the log file analysis the reported event could be verified. Other than reported, the log file analysis showed that the o2 therapy was operating without deviation for 35 min at the reported settings (fio2 100% and flow 55 l/min). The flow was then increased by the user to 71 l/min at a 100% o2 concentration. The device immediately issued a ¿low flow¿ alarm and shortly after a "fio2 low" alarm indicating that the selected flow and o2 concentration could not be delivered by the device. The savina delivers the selected flows and oxygen concentration during o2 high flow therapy, but the resistance of the hose system, the additional parts used in conjunction with the upper pressure limit can restrict the possible flow. If the resistance of the system is high and the maximum pressure is reached the selected flow cannot be delivered under all circumstances or with every accessory. Thus, it can be concluded that the reported deviation was caused by a combination of the high flow accessories used, the patient¿s condition and the selected setting for oxygen concentration and flow. The log file analysis found no indication for a technical malfunction. Savina continuously monitors the status and function of the internal components, sensors and software modules. If a deviation is detected, an audible and visual alarm is generated. The device reacted as specified and posted a high priority alarm in response to a detected deviation between the settings and the delivered oxygen concentration. The case has been assessed initially to be not reportable. The user facility report was provided after the reporting decision had been made. Nevertheless, the reporting was delayed due to an internal miscommunication. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.